Event description:
Boston scientific received information that the left ventricular (lv) lead had pulled back. Additionally, high pacing threshold measurements was also observed on this lead. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Although cuts in the lead and electro-cautery damage were noted, this damage was confirmed to have been induced by the user.